Manufacturer narrative:
Product event summary: only the dilator segment of the delivery catheter was returned and analyzed, and the mechanical operation of the catheter -distal tip end was damaged. The mechanical operation of the catheter shaft was kinked/ bent. Visual summary analysis of the catheter indicated damage during use at the procedure. It was noted the competitor guidewire or the guide catheter was not returned, therefore condition is unknown. Blood was visible on dilator and the shaft was kinked at 14.7 cm (from the tip), with tool marks (damaged during procedure) visible at that location. The distal tip was torn off, with nicks and scratches visible near distal end and not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician inserted the coronary wire and lead into the posterior vein, but the coronary wire and lead could not pass the vessel and the physician moved the lead and coronary wire out. The physician then reinserted the delivery catheter and it was noted while the operator was removing the dilator from the delivery catheter, the tip was torn in the posterior vein and it had moved to the right ventricle. The physician added the dilator of the delivery catheter tore too easily and the physician attempted to snare the tip several times but the tip then tore from one piece into two pieces. The implantation of the cardiac resynchronization therapy system was then completed and the physician attempted to snare the tip again but requested a consultation from the interventionist; the interventionist was able to snare the tip in the right ventricle, however, there were parts that remained in the brunch of internal iliac vein because the tip could not be kept out by the snare and the tip was in a difficult position to snare. After several attempts to recover the pieces, it was decided to stop the procedure and follow-up with the case later. The fragments were left in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.